Event description:
Emergency medical technicians responded to a person described as in cardiac arrest. The device was connected to the pt, but according to the reporter, the device continuously alarmed "connect electrodes" and would not analyze the pt's rhythm. An advanced life support crew arrived with a backup approximately 1 minute later and connected a backup defibrillator/monitor to the pt and delivered 2 countershocks. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.